Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This rv lead was replaced with a different model. No additional adverse patient effects were reported.